Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system presented with pain at the implant site. Upon examination, it was determined that the ICD had eroded through the device pocket, resulting in an infection. A revision was performed and the system was explanted. The patient has been hospitalized until a new system can be implanted. No additional adverse patient effects were reported.